Manufacturer narrative:
Batch record review of lot bz707 could not be conducted since lot number provided by reporter is not valid. Trends have been reviewed for this complaint category and no trend has been detected; however there is currently a MFR's CAPA ((B)(4)) opened to investigate centrifuge bowl leak/break related failures. The assessment is based on info available at the time of the investigation. No product was returned by the customer for investigation; therefore, the root cause for the leak cannot be determined based solely on the info provided by the customer. Complaints are monitored through tracking and trending. Attempts are currently being made to verify lot number; if additional or corrected info is received, a supplemental report will be created and/or complaint will be reopen and processed accordingly. (B)(4).

Event description:
Incident happened on (B)(6) 2014, nurse had no time to call until the following day. Nurse stated after the 1st cycle a closed system error. It was not resettable. Afterwards she had a blood leak alarm and discovered a leak at the upper part of the bowl. Treatment could not be finished and no blood nor blood products were returned to the pt. No product was returned for investigation.